Event description:
In 2004, a therapy pt was implanted with a vented electric left ventricular assist device (lvad). In 06/04, the vad coordinator contacted the MFR reporting that the pt had coded, and was being placed on a stroke volume limiter (svl). While placing the svl on the pt the diaphragm appeared to be stuck with very minimal movement. The vad coordinator tried reventing the pt but it did not correct the problem. No airflow could be felt coming out of the end of the hose. The vad coordinator decided to change out the svl, and the problem was resolved. The svl is being returned to the MFR for analysis. The pt remains on lvad support.